Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021 at around 11:00pm, the cgm was reading around 250 mg/dl. The patient went to sleep at around 11:30 pm and his values gradually decreased overnight. On (B)(6) 2021 at 6l00 am he had been asleep, and he was found sweating and unconscious on the bathroom floor by his wife, who is a nurse, and his cgm was showing 50 mg/dl. His wife did not check his bg, but he stated he is sure that it was ¿zero or close to it¿ as he is hypo-unaware and usually he is still up and walking when it is as low as 25 mg/dl. He stated that shortly after he was found, his pulse and breathing stopped. His wife gave him two doses of nasal glucagon. She had to call emergency medical services, (ems) twice as they did not arrive urgently after the first call. He started coming to, but was not fully with it, and by the time ems arrived he had his pulse and breathing back. Ems checked his bg which was 130 mg/dl but the cgm was showing 185 mg/dl. He was taken to the emergency room but received no further diabetes related treatment. His wbc (white blood cell count) was elevated at around 17.9 and he was admitted for a workup for that, unrelated to the hypoglycemic event. He was given IV antibiotics once, had a blood culture for which he had not received results, and a computed tomography (CT) scan (without contrast due to kidney disease) to look for the source of a suspected infection. His wbc and his condition were normal the next day and he was discharged. He left his dexcom device and tandem t:slim insulin pump in place during the hospitalization and calibrated the cgm multiple times after regaining consciousness. Additionally, the patient stated he does not think that he fell when he lost consciousness, but had a brush burn on his knee from the carpeting, and thinks he broke a toe as he noticed after returning home that although it was not painful, it was bruised and black. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received in a voluntary medwatch report (mw5103674) on 09/23/2021. The patient initially stated via phone call with medical safety that emergency medical services (ems) checked his blood glucose (bg) which was 130 mg/dl but the cgm was showing 185 mg/dl; however in the medwatch report he later stated that these values were taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).